Event description:
The customer stated that the insulin pump was squirting out the insulin during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the prime anomaly due to the blank display.